Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user, recently reconnected to the ilet after a week off and a fresh supply change, experienced a very high glucose reading of 328 mg/dl with a steady trend while using a dexcom g7 continuous glucose monitor (cgm), followed by a low glucose episode confirmed by fingerstick at 63 mg/dl that rose to 76 mg/dl after follow-up; device-related details beyond these observations were limited. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or specific device component involvement. No clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.